Event description:
It was reported that the right atrial (ra) lead has far field r-wave (ffrw) oversensing and atrial undersensing noted on current electrograms (egms). The lead was reprogrammed and the issue was resolved. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.